Manufacturer narrative:
Based upon the information provided, the unit was not in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm. On site evaluation was not required. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported device has an error message, with an alarm. The unit was in clinical use, but there was no patient harm.